Event description:
The surgeon and our rep, are reporting that a patient had a post-operative fixation device pull out. The original surgery was arthroscopic shoulder repair, using versalok anchors for fixation. 1 month post-op, the patient presented with pain. Shoulder x-rayed, and it was noted that the fixation device had completely pulled out of the bone hole. A re-surgery was had to remedy the issue. (Have questions out towards clarity...afrigault 28-dec-2007 13:18:29).

Manufacturer narrative:
We are at this point in time in the information gathering mode. When all of the information that can be had is had and what ever conclusions can come from this, a follow-up report will be filed detailing our findings.